Event description:
Reporter alleged discrepant blood glucose results of 313 mg/dl and 110 mg/dl on the inform system when the tests were performed back-to-back within 2 minutes. Reporter alleged discrepant blood glucose results of 313 mg/dl on the inform system when compared with a result of 114 mg/dl from a laboratory when the tests were performed back-to-back within 7 minutes. No actions or treatment based on results was reported. No adverse event subsequent to the discrepant result was reported. A request was made for the return of the suspect device and replacement product was sent.